Event description:
A malfunction alarm was reported, displaying a malfunction 6 code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and the customer successfully reset the pump without recurrence of the malfunction. The customer visited a hospital to obtain long-acting insulin and was able to take it home without any further treatment, as the issue did not affect their blood glucose levels. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.